Event description:
Initial info related to this event was obtained from the pharmacist at the pharmacy where the tpn was mixed. Add'l info was later rec'd from the nursing agency working with the pt. The nurse stated that the pt "experienced leaking at the IV site when flushing. The physician was aware of the leak at the site from the time the catheter was inserted and elected to not remove the catheter." The nurse reported that the "IV site leaked when flushing as if it were infiltrated." The pt awoke soaked (amount of leakage unknown) and pt went to the physician's office where "leakage at the insertion site under pressure was discovered". The pt's broviac was removed, and a right subclavian access line was inserted, but later was rejected by the pt's body. A PICC line was then inserted. The customer stated that "the infection (since resolved) may have been due to the leakage at the IV site". No further info was available.

Event description:
Report of 2 incidences of tpn leakage from IV tubing between the anti-siphon valve and the male adapter received. Pt #1 of 2 was receiving an unspecified amount of tpn via IV pump and tubing. During the infusion, the pt woke up "soaked" and noted a hole between the male adapter and the anti-siphon valve. It was subsequently reported that the pt developed an infection, but it is unknown where the infection was located or if it was related to the event. The tpn was discontinued and the double lumen catheter removed and replaced, then pulled, possibly due to the infection. Add'l info has been requested, but no further info is available at this time. If further info becomes available it will be submitted to the agency in a follow-up report.